Event description:
The account alleged the stretcher will set into brake but the brake casters will not hold. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.